Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable / te pad) has been confirmed. Upon investigation the electrode belt cable connecting the distribution node to the rear therapy electrodes (tes) was severed and missing. The rear tes and the interconnect cable were also missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was damaged.